Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Upon interrogation of the device, two episodes of vf due to ventricular noise were observed. Lead damage was suspected. During the follow-up, physician tried to reproduce the ventricular noise but was not reproduced. All the electrical measurements were good and stable. The lead was replaced.